Manufacturer narrative:
Under (B)(4) law, pt info is considered confidential and will not be released by the site. The lot number is unk, therefore. The mfg date cannot be determined.

Event description:
The customer reported an event in which a disposable esophageal temperature probe was used during a sleeve gastrectomy procedure on (B)(6) 2013. Upon completion of the procedure, the healthcare professional noticed that 2-3 cm of the temperature probe was missing. After the hosp confirmed that the end of the probe was in the resected stomach, the pt was sent home. The pt returned to the hosp on (B)(6) 2013, due to unspecified "complications". On (B)(6) 2013, the pt underwent a bowel resection. Upon removal of the resected bowel, the healthcare professional noted, "a small part of the temperature probe was along the anastomosed staples line." No further event info was provided.